Event description:
The oxygenator required 1.5 times the normal sweep to keep the po2's down; foamy blood was noted to leak from the gas exit port. No further details are available. No pt injury was reported.